Event description:
It was reported to philips that there was a high pitched buzz from the ac power module. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that there was a high pitched buzz from the ac power module. There was no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the ac power module, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.